Event description:
It was reported that post implant a adjustable gastric band, several scanners and several fills were done and the adjustment of the balloon did not stay stable. There is a leak on the balloon. The band was replaced.

Manufacturer narrative:
(B)(4). Product code and product name the complaint was confirmed. The swedish adjustable gastric band (sagb) was returned with a tear on one side of the balloon localized on a fold line. The product's instructions for use (IFU) were reviewed with respect to balloon leakage and it is noted that balloon leakage is listed within the product's IFU as a potential complication specifically associated with the (B)(4) adjustable gastric band events. It was also noted that fluid loss from the balloon can occur at any time, for a number of reasons, including general deterioration of the balloon over time. Based on the above, it was tentatively concluded that the observed perforation was most likely the result of material degradation and subsequent leakage on or near a product fold line consistent with the reported implant time. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.

Manufacturer narrative:
(B)(4).